Manufacturer narrative:
Further investigation to determine whether the product failed to meet specifications cannot be performed because the customer could not provide a lot number. The root cause cannot be determined due to insufficient information. No corrective action is required. Complaints are tracked and trended on a monthly basis. Please note, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested.

Manufacturer narrative:
Further investigation to determine whether the product failed to meet specifications cannot be performed because the customer could not provide a lot number. The root cause cannot be determined due to insufficient information. No corrective action is required.

Event description:
It was reported that on an unspecified date, the patient was tested on the fisher sure-vue hcg-stat serum/urine test and received a negative result. The patient was sent for a same day confirmatory test and the serum result=97 miu/ml. No treatment was provided or withheld based on the result. The patient was presumed to be pregnant and no further information was available. Troubleshooting was conducted with the customer. The customer was advised on possible causes such as technique, storage, handling, and sample collection.